Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had blank display. Customer's mother stated that even after multiple battery changes, the insulin pump did not turn on until they left the battery out for about 10 minutes. The customer's blood glucose level was 150mg/dl at the time of incident. The customer's mother stated that the insulin pump was not dropped or bumped, not exposed to moisture, and had no physical damage. The customer's mother declined to continue troubleshooting. The insulin pump will not be returned for analysis.